Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be duplicated. The imaging system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the site attempted to use their imaging system, but were unable to power on the mobile view station (mvs) monitor. The system was rebooted twice without resolution. The line power light was on and the power button was illuminated blue, but then would go to orange after the initial boot up screen appeared. There was no patient present when this issue was identified.